Event description:
Pt in birthing tub, in active phase, infant had shoulder dystocia. Tub failed to drain according to manufacture guidelines. Pt removed from birthing tub to complete delivery, shoulder dystocia noted.